Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide referenced, is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted using proglide devices in the right (rcfa) and left (lcfa) common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was an 12f. Reportedly, in both the rcfa and lcfa, when the plunger was retracted/removed and the suture was pulled taut a suture break occurred with the first proglide device at each access site. The sutures of two additional proglide devices, in the rcfa and lcfa were placed using the preclose technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures in both the rcfa and lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.